Manufacturer narrative:
The biomedical engineer reported that on (B)(6) 2021 server patching took place. About 50 minutes after the patching took place, the biomed got a call from the telemetry war room that all gz telemetry units started going into comm loss on the central nurse's station (cns), a few units at a time. The biomed did not have the model / serial numbers of the affected devices, he simply stated "all of them." The event did not last long, but he did not have a specific time frame. According to nihon kohden computer information technology systems support (cits), all it took was a restart of the unified gateway service on the enterprise gateway server. The biomed confirmed this was accurate and all the devices came out of comm loss. No further issues reported. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that on (B)(6) 2021 server patching took place. About 50 minutes after the patching took place, the biomed got a call from the telemetry war room that all gz telemetry units started going into comm loss on the central nurse's station (cns), a few units at a time. The biomed did not have the model / serial numbers of the affected devices, he simply stated "all of them." The event did not last long, but he did not have a specific time frame. According to nihon kohden computer information technology systems support (cits), all it took was a restart of the unified gateway service on the enterprise gateway server. The biomed confirmed this was accurate and all the devices came out of comm loss. No further issues reported. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that on 04/21/2021 server patching took place. About 50 minutes after the patching took place, the bme got a call from the telemetry war room that all gz telemetry transmitters were going into comm loss at the central nurse's station (cns), a few units at a time. The event did not last long, but he did not have a specific time frame. Per the nihon kohden computer information technology systems support (cits), a restart of the unified gateway service resolved the issue. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) noted there is an associated ticket to this event ((B)(4)). Clinical (cits) and nk ts were already in the process of troubleshooting the issue. The root cause for associated ticket is environment (emr server). With the information available, it is reasonable to determine the root cause for this ticket to be environment (emr server). A review of the serial number history shows no recurrence of the reported issue.

Event description:
The biomedical engineer reported that on 04/21/2021 server patching took place. About 50 minutes after the patching took place, the biomed got a call from the telemetry war room that all gz telemetry units started going into comm loss on the central nurse's station (cns), a few units at a time. The biomed did not have the model / serial numbers of the affected devices, he simply stated "all of them." The event did not last long, but he did not have a specific time frame. According to nihon kohden computer information technology systems support (cits), all it took was a restart of the unified gateway service on the enterprise gateway server. The biomed confirmed this was accurate and all the devices came out of comm loss. No further issues reported. No patient harm reported.